Event description:
On 05/13/2024, it was reported by a sales representative via e-mail that an ar-2372blo knotless ac tightrope button flipped and was then stuck in the inferior side of the clavicle. This occurred during an ac joint repair on 05/10/2024 when the coracoid button disengaged from the inserter while tapping the inserter with a mallet to get through the clavicle. Once this was noticed the surgeon twisted the knurled knob onto the inserter to re-engage the coracoid button. This was not successful. When removing the inserter, the button flipped and was stuck in the clavicle's inferior side. Several maneuvers were attempted to pull the button back through the clavicle, which was unsuccessful. The surgeon had to dissect underneath the clavicle to cut the tightrope sutures. The surgeon started over again with a new ac knotless tightrope. This time, it was successful, and the surgeon was able to complete the procedure without any challenges.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause of the button detachment. The most likely cause for the reported failure can be attributed to misaligned insertion, prying or leveraging the device during insertion.